Event description:
Hypopyon [hypopyon]. Endopthalmitis [eye infection nos]. Case description: a physician reported that a pt of an unspecified age developed endophthalmitis with hypopyon after using healon 5 during a lens implant in 2001. Three days later, the pt noticed redness. The physician saw the pt in the office 6 days post lens implant and noticed a hypopyon. Cultures of the hypopyon are pending. The physician contacted the company to inquire whether additional cases have been reported. No further info was provided on initial contact.